Manufacturer narrative:
Weight-race:unk. Claim #: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 13.2mm, vicm5_13.2, -13.5 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was implanted and removed intraoperatively. There was no patient injury. A replacement lens was implanted at a later date and the problem resolved.